Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter shaft perforation occurred. Upon unpacking a 2.75 x 24 synergy ii drug-eluting stent, it was noted that the tip of the device was deformed. When the wire was loaded through the device, the wire went through the center where it should but then did not exit where it should have. The wire exited right pass the tip of the device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter shaft perforation occurred. Upon unpacking a 2.75 x 24 synergy ii drug-eluting stent, it was noted that the tip of the device was deformed. When the wire was loaded through the device, the wire went through the center where it should but then did not exit where it should have. The wire exited right pass the tip of the device. No patient complications were reported.